Manufacturer narrative:
Product returned had no defect found. (B)(4). Most likely underlying root cause: user's test strip had poor storage.

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 115-130mg/dl fasting. Verified the strips expire 12/31/2017. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: 105mg/dl, (B)(6) 2015, 05:58:00 pm, fasting: yes; 103mg/dl, (B)(6) 2015, 03:55:00 pm, fasting: yes; 82mg/dl, (B)(6) 2015, 04:07:00 pm, fasting: yes; 76mg/dl, (B)(6) 2015, 12:19:00 pm, fasting: yes.